Event description:
The patient was receiving a laparoscopic nephro-urethrectomy. Part of the equipment used for the procedure is the harmonic scalpel. A reprocessed laparoscopic hand piece was opened for use at the beginning of the case. While in use during the surgery, an error warning was heard from the device and it stopped working. Close observation of the device revealed that the top jaw of the device had broken off. Dr removed the device and looked about the abdomen, however the fragment could not be found. It was unknown exactly when the jaw had broken off. It may have not broken off in the patient. Floor and surgical was searched without finding the broken piece. At the end of surgery, two x-rays were taken and read by dr. However, nothing was found on the x-rays.